Event description:
Medical affairs has been unable to get in contact with the pt; therefore, sent a letter to obtain more clinical info. The pt called alleging that the meter was set to the incorrect unit of measurement. The paramedic's were called; however, the pt did not receive any treatment. No information on what their blood glucose reading was on the paramedic's meter. The pt reported that the meter was previously set to the correct unit of measurement and the pt had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mg/dl" to "mmol/l".